Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that during implant, the patient was induced by t-shock induction, however, the device did not detect or treat the arrhythmia. The patient was subsequently cardioverted externally, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the patient was induced by t-shock induction, however the device did not detect or treat the arrhythmia. The patient was subsequently cardioverted externally, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.